Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. The customer's age and weight were unknown. The model # was not provided.

Event description:
The customer from (B)(6) reported that she was obtaining different readings on her contour plus meter. The customer is currently pregnant. On (B)(6) 2018, the customer presented with the symptoms of hypoglycemia. She felt dizzy and passed out. She takes metformin, eoturiox and flexane and her dosage depends on the results she receives on the meter. As the customer was doubting the results on her meter, she altered the medication. The customer did not provide details of the treatment change. No further event details were provided. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.